Event description:
Revision surgery - the stem subsided and compromised the structure of the joint due to a fracture of the humerus. The surgeon put in a longer stem and a bigger insert. Original (B)(4).

Manufacturer narrative:
The reason for this revision was a fracture of the humerus causing the stem to subside and comprise structure of the joint. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). A review of the product complaint report history showed this is this first complaint against lot number 816c1090. There have been a total of 15 complaints against this part number; 4 from patient traumas resulting from a fall with the remainder attributable to dislocation, instability and infection. The root cause for the fracture of the humerus causing the humeral stem to subside was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.